Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) procedure, the cutting wire of jagtome rx sphincterotome had a kink in it. The tome was not bowing very well. The case was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Other (not bowed well). These codes were selected by the manufacturer based on information obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.